Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 36x2.75-3mm, 90% stenosed de novo target lesion containing a >45 and <90 degree lesion bend was located in a moderately calcified and severely tortuous mid left anterior descending (lad) artery. The physician tried to predilate the lesion using a non-bsc balloon catheter but was unable to cross. A 2.75x12 mm apex balloon catheter was then selected and advanced to cross but also failed. The balloon was changed to a 2.5x12mm apex balloon and predilation was successful resulting to 60% residual stenosis. A 38 x 3.00mm taxus liberté long drug-eluting stent was then selected and advanced to treat the target lesion. However, it was noticed that the stent could only cross the mid section of the lesion despite several attempts. The physician removed the stent and found there was some damage at the front of the stent. The procedure was completed with a 3.0x38mm promus element stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 36x2.75-3mm, 90% stenosed de novo target lesion containing a >45 and <90 degree lesion bend was located in a moderately calcified and severely tortuous mid left anterior descending (lad) artery. The physician tried to predilate the lesion using a non-bsc balloon catheter but was unable to cross. A 2.75x12 mm apex¿ balloon catheter was then selected and advanced to cross but also failed. The balloon was changed to a 2.5x12mm apex¿ balloon and predilation was successful resulting to 60% residual stenosis. A 38 x 3.00mm taxus¿ liberté¿ long drug-eluting stent was then selected and advanced to treat the target lesion. However, it was noticed that the stent could only cross the mid section of the lesion despite several attempts. The physician removed the stent and found there was some damage at the front of the stent. The procedure was completed with a 3.0x38mm promus element stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device identified that the crimped stent was slightly kinked at 1.7cm from the distal edge of the stent. An examination of the crimped stent found that a strut on the 7th row from its distal edge was lifted. No other damage was visible along the entire length of the device. There were no kinks noted along the hypotube and no issues existed with the profile of the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).